Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call the customer's device alarmed no delivery and had high blood glucose. Customer stated she got a no delivery with a filled cannula, so she rewound the pump and while priming she got another no delivery. The customer's blood glucose was 450 mg/dl, she treated with a syringe. The customer stated she has a large amount of ketones. Customer went into ketoacidosis, due to the issues she's had with insulin pump. She's been having trouble seeing, stumbling and dehydrated. Customer stated the insulin is not exiting the tubing. The customer stated they have another reservoir for testing and will fill with water. The customer stated the pump alarmed no delivery during manual prime. Advised customer the device will need to be replaced.